Event description:
It was reported the patient has not charged the ipg in approximately six months. As a result, the patient is unable to establish communication using multiple external devices. Subsequently, the ipg was explanted and replaced which resolved the issue.

Manufacturer narrative:
(B)(4). This ipg serial number was included in field advisories. Evaluation codes: results: the claim about 'patient did not recharge' was confirmed. As received even though the ipg was nonresponsive; it was giving the warning sign of 'ipg communication error 2501.' The reported complaint cannot be analyzed as this is considered to be a user error. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.